Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two amphiprion deep pta balloon catheters was used to treat the peroneal and anterior tibial arteries of the right leg. Approximately 3 months post index procedure the patient suffered thrombotic occlusion fibular artery right leg. No action was taken. Patient is recovering. Investigator reported the event as not related to index device, procedure or paclitaxel. Sponsor and cec assessed the event as casually related to the device and not related to the procedure or paclitaxel.